Manufacturer narrative:
Device is an instrument and is not implanted/explanted. A device history review was conducted. The report indicates that no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing investigation was conducted. The report indicates that the device was produced and distributed in october 2009. Our investigation shows that one of two flanges is broken off. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Based on the received information we cannot determine the exactly root cause. The breakage was caused by a lateral mechanical overload situation during use. The fracture face is homogenous which indicates material conformity. The relevant dimensions cannot be investigated, because of the damage. Therefore we consider this complaint to be indeterminate from a manufacturing standpoint. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by a sales consultant that a plate holder for reversible matrix plate instrument tip broke while sales consultant was doing a demonstration with staff, showing them how it works. It did not break in surgery and there was patient involvement. This is report 1 of 1 for (B)(4).